Event description:
It was reported that "patient was revised"

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. Additional information pertaining to the device(s) and event was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.